Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the rca and one endeavor sprint drug eluting stent was implanted in the lad. An angiographic complication of lm dissection occurred while treating the lad lesion during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).